Event description:
It was reported that device detachment occurred. The target lesion was located in the coronary artery. A 1.25mm rotalink burr was selected for use. During the procedure, the burr catheter was fractured. The device was completely removed from the body of the patient, and the procedure was completed with another of the same device. There were no patient complications, and patient is stable and in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device found that there were copious amounts of blood present within the sheath upon device return. The coil was found kinked and stretched at the handshake connection. The handshake connection was not visible upon device return but was able to be retrieved from the housing. No other issues were identified during the product analysis. E1 - initial reporter phone: (B)(6).

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that device detachment occurred. The target lesion was located in the coronary artery. A 1.25mm rotalink burr was selected for use. During the procedure, the burr catheter was fractured. The device was completely removed from the body of the patient, and the procedure was completed with another of the same device. There were no patient complications, and patient is stable and in good condition after the procedure.